Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s sleep/wake button was unresponsive when a hard case was installed, but functioned after the case was removed; after reinstalling the case, the button performance improved but remained suboptimal, and a replacement case was arranged. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no alarms and no clinical intervention. Investigation included guided troubleshooting and user education. Investigation of this case revealed interaction between the external case and the device¿s sleep/wake button, consistent with accessory-related interference affecting control activation. It was concluded, based on previously established findings for similar reports, that the cause was external accessory interference rather than an internal device malfunction.